Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced pain due to the inflatable penile prosthesis (ipp) cylinder was eroding the glans. The ipp was removed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.